Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Patient reported implant rupture and states that her implants were recalled. Subsequent medical reported identified, breast deformity, itching and lateralization and ballooning of the device. Device has been explanted. This relates to the right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and concern with device recall. Device remains implanted.